Manufacturer narrative:
One device was received for evaluation. Service history was reviewed, and the device had not been serviced in the past 12 months. The event history log (ehl) review identified nothing related to the complaint. The reported complaint was confirmed through visual testing as the downstream occlusion (dso) seal was delaminated. Further inspection identified and a delaminated upstream occlusion (uso) seal and the root cause of the issue was found to be a defective clock battery. The seals were replaced and calibrated. The printed wiring assembly (pwa) was also replaced. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Event description:
It was reported that the downstream occlusion (dso) seal was damaged. There was no patient involvement.